Manufacturer narrative:
The insulin pump battery cap was noted as removable. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, and stripped battery cap coin slot.

Event description:
It is reported that the patient is experiencing issues with the battery cap on their insulin pump. Patient's blood glucose level is unknown. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.